Event description:
A customer contacted beckman coulter inc. (Bci) to report no foam bottle leak. No injury was reported.

Manufacturer narrative:
A bci field service engineer (fse) replaced theno foam bottle.